Event description:
It was reported that the patient passed away on (B)(6) 2022. The patient fell at home and was only on emergency backup battery (ebb) power when emergency medical services (ems) arrived. It was planned to obtain the patient's controller to interrogate log files.

Manufacturer narrative:
Serial number has been requested but not yet provided. Patient weight has been requested but not yet provided. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported patient outcome could not be conclusively determined through this evaluation. Multiple requests for additional information were issued to the customer, including the pump serial number; however, no further information was provided. The pump was not returned for evaluation. The serial number or other identifying information of the product was not reported and was not able to be determined during the investigation. The heartmate 3 lvas instructions for use (IFU) is currently available. The IFU lists adverse events that may be associated with the use of heartmate 3 left ventricular assist system, including death. No further information was provided. The manufacturer is closing the file on this event.